Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard crescent snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, after removing a polyp, the polyp site was bleeding; the physician had to place a clip in order to stop the bleed. The physician noted that they gradually increased the generator output in order to try and control the bleed, and since there was no generator error message, the physician suspected that the snare was not adequately delivering energy. This same snare had been used to remove two other polyps during the procedure without issue. This event had no impact on the patient. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned device was subjected to an electrical resistance test and was within the specification of 20 ohms (device read at 11.6 ohms). The condition of the device was not consistent with the complaint that cautery did not work; the complaint was not confirmed. A definitive root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard crescent snare was used during a polypectomy procedure within the colon on (B) (6) 2010. According to the complainant, after removing a polyp, the polyp site was bleeding; the physician had to place a clip in order to stop the bleed. The physician noted that they gradually increased the generator output in order to try and control the bleed, and since there was no generator error message, the physician suspected that the snare was not adequately delivering energy. This same snare had been used to remove two other polyps during the procedure without issue. This event had no impact on the patient. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4) ¿ non-surgical intervention required to stop bleed. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.